Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The customer replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer is reporting the touchscreen will not calibrate and the outer layer is peeling back. There was no patient involvement.